Manufacturer narrative:
The fse informed the customer that this model is no longer serviced/supported, and the replacement parts are no longer available. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement.